Manufacturer narrative:
UDI: (B)(4). The device lot number was reported as unknown in the initial report and has been updated to 13094 the manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. The device manufacture date was documented as unknown in the initial report. It has been updated to april 27, 1999. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the unit's upper trigger was sticking, both triggers were leaking air, the unit had low power, failed power with the test bench, housing was corroded - trigger's holes, the bevel wheel was worn, worn motor and gear, worn -rings and unknown debris was found inside of the unit. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time and improper cleaning methods. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). The manufacturing location was unknown. Device manufacture date was unknown. The device serial or lot number is unknown. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the trigger on the compact air drive device stayed activated even when released and seemed like it was stuck. It was reported that there was a ten minute delay in the surgical procedure. It was reported that a spare device was not available for use. It was reported that the procedure was completed with no further issues. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.